Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced. Before advancing through the transseptal it was identified that the sgc was not holding fluid column. The sgc was removed from the patient and was prepared again according to the IFU. During the preparation of this device, it was identified that the sgc was not holding fluid column and air kept being introduced to the device. The device was set aside and another sgc was prepared. During the procedure, the replacement sgc was able to be placed within the patient successfully and a mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays were reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced. Before advancing through the transseptal it was identified that the sgc was not holding fluid column. The sgc was removed from the patient and was prepared again according to the IFU. During the preparation of this device, it was identified that the sgc was not holding fluid column and air kept being introduced to the device. The device was set aside and another sgc was prepared. During the procedure, the replacement sgc was able to be placed within the patient successfully and a mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays were reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.